Manufacturer narrative:
The fenestrated insert (cev670t1u) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation verified the complaint reported by the customer as valid. The fixed jaw was broken. The fragment was returned. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. Root cause analysis: considering that no material or manufacturing defect was found and that there was evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the instructions for use (IFU) provided with the device requires to: "check the condition of instruments before and after each case. Remove from use any incomplete or poorly operating instruments".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a surgical procedure, the fenestrated insert (cev670t1u) of the forceps was severed. Staff managed to retrieve the broken part in the patient's peritoneum but with difficulties. No further consequence to patient or surgical delay has been reported.